Event description:
Information was received from a consumer regarding a patient currently receiving morphine at 4.997 mg/day and bupivacaine at 1.999 mg/day via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2021 the patient reported that a couple of months ago she had been falling a lot and they determined that she was not on the right combination of medication. She couldn¿t recall the names of the two medications in the pump previously she stated, "hydroxicine¿ and another one¿. The pump medication was changed to morphine and bupivacaine. Per the patient, they did a dye study within the last month at her doctor¿s office and they determined that because she fell so many times, the catheter fell from where it was supposed to be up near the cervical/upper back area down to about her mid-back, so the drug was not dispensing properly. The medication was not working, and she was in excruciating pain and couldn¿t really walk. She was going back to her pump managing physician either tomorrow or the next day to titrate the medication up.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.